Event description:
Boston scientific received information that this patient expired, multiple co-morbidities were reported including: end stage renal disease, aortic clot, pacemaker lead thrombosis, respiratory failure, diabetes, sepsis, bacteremia, metabolic acidosis, liver mass, atrial fibrillation, and congestive heart failure. When reviewing telemetry, the physician noted there was not complete asystole and would not call the patient's death until he saw complete flat line. A health care professional (hcp) contacted boston scientific technical services (ts) reporting the small morphologic activity on the telemetry. Ts explained with no intrinsic activity, the pacemaker will continue to pace without capture. Discussed that the pacemaker cannot be turned off and may need to call a field representative for assistance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.